Event description:
It was reported that the guiding catheter issue occurred. A mach1 guide catheter was selected for treatment of severe calcified vessel. A jailed wire technique was used for bifurcation stenting, and the stent was post-dilated with a balloon at high pressures. During the retrieval of the jailed wire, the guiding catheters curve became straighter during the procedure. As a result, the straighter catheter was occasionally slipped into the left main or even the ostial mid left anterior descending coronary artery (lad). The devices were successfully removed intact from the patient.